Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported left side implant has some abnormal appearance, and palpations, it was stated that it "looks, and feels funny. Healthcare professional later reported "bubble and cracked' along with a capsular contracture, baker grade iii". Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified white particles in shell and gel, and flat creases. The weight of the device was within specification. A microscopic analysis was performed which identified a puncture on the radius side assessed as surgical damage like consist in the use of some surgical tool. Based on the device analysis the final assessment is a puncture assessed as surgical damage like consist in the use of some surgical tool, and bubbles are related with the opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, rupture, "abnormal appearance", "palpations", and "bubble and cracked".

Event description:
Healthcare professional reported left side implant has some abnormal appearance, and palpations, it was stated that it " looks, and feels funny. Healthcare professional later reported "bubble and cracked' along with a capsular contracture, baker grade iii". Device has been explanted.